Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and customer was able to continue using the pump. Customer was advised to call back if the malfunction code recurs, and acknowledged the instructions.